Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the color tone of the image was abnormal due to damage to the imaging unit; the color tone of the image was abnormal due to damage to the video connector; the bending angle was insufficient due to the elongation of the angle wire; the curved rubber adhesive part was missing; the video connector was cracked due to external factors; the curved rubber; the video connector; the operation part; the grip; the up/down plate; the right/left plate; the switch 1; the universal cord; the light guide connector; the light guide cover glass surface; and the video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image was abnormal on the endoeye flex deflectable videoscope. Inspection and testing of the returned device found abnormal color tone of image (only magenta or green). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information.

Event description:
Name of the procedure was unknown but was completed using a similar device. Otv-s190 - visera elite video system center